Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the extension set will not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202e-0006 lot number 20025234 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20025234 regarding item #2202e-0006.

Event description:
It was reported that the smartsite plastic spike access pin experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2202e-0006 batch/ lot #: 20025234 unable to flush through smartsite. Customer states this happens multiple times per day.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smartsite plastic spike access pin experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2202e-0006 batch/ lot #: 20025234. Unable to flush through smartsite. Customer states this happens multiple times per day.